Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). Address is unavailable. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the electric motor was making unusual noise while running and the trigger was jammed. Uit was further observed the coupling head was worn and the trigger components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device was making unusual noise and the trigger was jammed. The event did not occur during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.